Event description:
It was reported that there were coupling and telemetry issues with the device. A power-on-reset (por) condition occurred and it was successfully cleared. No patient symptoms or injuries occurred relating to the event.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 271910001, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n262708, implanted: (B)(6) 2011, product type accessory. (B)(4).